Manufacturer narrative:
The returned ingenio device was analyzed and it was confirmed the actual rate of battery depletion fell within an acceptable range. Next, a series of diagnostic tests were conducted that verified the performance of pacing, sensing, and recording functions. A cross-functional investigation determined that the unexpected change in observed longevity is due to a mismatch between the actual battery voltage and the expected battery voltage per the nominal battery discharge model (which represents how the device battery voltage typically decreases over time). This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that this pacemaker was suspected of exhibiting premature battery depletion as the device triggered an elective replacement indicator (eri) status sooner than expected. This device was subsequently explanted and replaced. This device is expected to be returned for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker was suspected of exhibiting premature battery depletion as the device triggered an elective replacement indicator (eri) status sooner than expected. This device was subsequently explanted and replaced. This device is expected to be returned for analysis. No additional adverse patient effects were reported.